Manufacturer narrative:
There was no button error alarm present. The intermittent button response was due to moisture damage on keypad traces. There were minor scratched to the lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose at the time was 226mg/dl. The customer's current blood glucose level was 215mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.